Event description:
Dealer states star knob is broken on one side. Dlr to request date code and more info from user about which side when she calls back to create ra/order. Knob adjusts the height of the handles.